Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis medstation es system unexpectedly went critical override, preventing user from removing the required medication and causing delays. The customer reported that nurse did not find an option to waste medication, they were pulled with whole dose of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: d4, h4. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 01-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was in critical override. A technical support specialist connected to each device to fix national time protocol and group policy setting, fixed the corrupted group policies as needed to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es tower, unexpectedly went critical override, preventing user fromremoving the required medication and causing delays. The customer reported that nurse did not find an option to waste medication, they were pulled with whole dose of medication. There were no adverse events or injuries reported based on this event.